Event description:
It was reported that the patient had a initial procedure. Subsequently, 26 years post implantation, underwent a cup revision for instability and impingement. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown liner item# unknown lot# unknown. Unknown head item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.